Event description:
Burn blister on two spots [burns second degree] one burn blister broke open and became inflamed [blister rupture] one burn blister broke open and became inflamed [inflammation] case description: this is a spontaneous report from a contactable consumer through the non-clinical study program entitled brand websites for devision consumer healthcare (B)(6). A 49-years-old female patient of an unspecified ethnicity started to use thermacare heatwrap (thermacare lower back & hip), from (B)(6) 2015 to an unspecified date at an unknown frequency for acute back problems. The patient medical history was not reported. The patient's concomitant medications were not reported. The patient previously used thermacare products for years with no adverse effects. The patient experienced burn blister on two spots without noticing it at first on (B)(6) 2015. One burn blister broke open and became inflamed on an unspecified date in (B)(6) 2015. The action taken in response to the events for thermacare heatwrap was permanently withdrawn on an unspecified date. The outcome of the events was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment based on the information provided, the events burn blister, blister rupture, and inflammation as described in this case represent a serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure that can result to deterioration of health and state of well -being of the user, considered associated with device use. This case meets initial 10-day EU and 30-day FDA reportability. Case comment: based on the information provided, the events burn blister, blister rupture, and inflammation as described in this case represent a serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure that can result to deterioration of health and state of well -being of the user, considered associated with device use. This case meets initial 10-day EU and 30-day FDA reportability.

Event description:
Case description: this is a spontaneous report from a contactable consumer through the non-clinical study program entitled brand websites for devision consumer healthcare (B)(4). A (B)(6) female patient of an unspecified ethnicity started to use thermacare heatwrap (thermacare lower back & hip), from (B)(6) 2015 one wrap daily for approximately 6 hours for acute back problems, complaints in lower back area and muscle relaxing. The patient medical history included menopause. The patient's concomitant medications were none. The patient previously used thermacare products for years with no adverse effects. The patient experienced burn blister on two spots without noticing it at first on (B)(6) 2015. One burn blister broke open and became inflamed on (B)(6) 2015. She reported she noticed them after approximately 6 hours when they were already opened and inflamed. The action taken in response to the events for thermacare heatwrap was permanently withdrawn on (B)(6) 2015. There was no treatment or hospitalization as a result of the events. The outcome of the events was resolved on an unspecified date. The patient reported her skin is bright or very bright but not sensitive. She had no dermatological disease. She occasionally used other heat generating products, no adverse events occurred. She drove while wearing of thermacare 4-5 hours, she wore thermacare on her cloths. She did not engage in any sport activities while wearing of thermacare and she did not control it. She read the introduction for use before application. Additional information has been requested and will be provided as it becomes available. Follow up (28sep2015): new information received from consumer included relevant medical history, product data (indication, start date, stop date, frequency and action taken) and reaction data (outcome). Company clinical evaluation comment based on the information provided, the events burn blister, blister rupture, and inflammation as described in this case represent a serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure that can result to deterioration of health and state of well -being of the user, considered associated with device use. This case meets follow-up 10-day EU and 30-day FDA reportability. Case comment: based on the information provided, the events burn blister, blister rupture, and inflammation as described in this case represent a serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure that can result to deterioration of health and state of well -being of the user, considered associated with device use. This case meets follow-up 10-day EU and 30-day FDA reportability.